Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of fatal myocardial infarction and fatal peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis(pd). Dianeal and extraneal therapies were ongoing until the time of death. During a call with baxter customer services the following was reported. On an unreported date, the patient experienced myocardial infarction. The patient contracted peritonitis at the hospital. Treatment was not reported. On (B)(6) 2012, the patient died due to myocardial infarction, peritonitis, and several other combined conditions. The cause of death was myocardial infarction and peritonitis. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12d17010 and h12c09084. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.